Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 3 months post implant of this 21mm aortic bioprosthetic valve, the valve was explanted and replaced with another manufacturer's 21mm conduit due to insufficiency. No additional adverse patient effects were reported.